Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pain is awful') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("looks like seven month pregnant") and depression ("depressed"). The patient was treated with surgery (hysterectomy on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal distension and depression outcome was unknown. The reporter considered abdominal distension, depression and pelvic pain to be related to essure. The reporter commented: cross referenced with plaintiff case number: (B)(4). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: new event "looks like seven month pregnant", "depressed" were added. Essure removal details were added. Case became serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.